Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05907. It was reported that a rotawire detachment occurred. A 1.75mm rotalink plus and rotawire were selected to treat the target lesion located in the proximal to mid left anterior descending artery (lad). During setting up the rotation speed outside of the patient, it was noted that the rotawire detached at the boundary between the rotaburr and rotawire. The part of the wire that left the annulus of the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint unit was received separated in two sections. All the outer diameter (ods) and the sum of the sections returned are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05907. It was reported that a rotawire detachment occurred. A 1.75mm rotalink plus and rotawire were selected to treat the target lesion located in the proximal to mid left anterior descending artery (lad). During setting up the rotation speed outside of the patient, it was noted that the rotawire detached at the boundary between the rotaburr and rotawire. The part of the wire that left the annulus of the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.